Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021 at 12:27:16 through (B)(6) 2021 at 1:59:07. The log file was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. No events prior to (B)(6) 2021 were recorded and low flow events were not observed. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 26oct2020. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook, rev. C, is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had an aspiration/low flow event on (B)(6) 2021 for approximately 9 minutes which required reintubation and subsequent tracheotomy and percutaneous endoscopic gastrostomy (peg). The patient experienced mahogany stools on (B)(6) 2021. An esophagogastroduodenoscopy was done with no evidence of bleeding. A computed tomography (CT) scan of the abdomen showed suggestion of a colonic bleed in the hepatic fixture. The patient had a mesenteric angiography with embolization on (B)(6) 2021. It was coiled twice due to extravasion, which was seen on the CT. Mahogany stools continued and the patient was scheduled to have another colonoscopy on (B)(6) 2021. The patient was on warfarin at the time of the bleed with an international normalized ratio (inr) of 1.7. Anticoagulation was being held. A log file analysis showed no unusual events and the device was functioning as intended.